Event description:
Complainant alleged that during testing by a zoll medical sales representative, the device stated "unit failed" and powered off. Complainant indicated that there was no patient involvement in the reported malfunction. Complainant indicated that the malfunction was intermittently duplicated.